Event description:
It was reported that during surgery the tip of the instrument broke off inside the patient pedicle as it was being removed, and was left in the patient post operatively. This event occurred in australia.

Manufacturer narrative:
The part was available for evaluation. Upon initial evaluation it was found that the pedicle probe fractured approximately 25mm from the tip, and had a slight bend from the broken edge to about the 40mm mark (see attached image). The 30mm etchings were also rotated out of alignment with the rest of the depth etchings, but it is not known if this is a result of the material twisting, or if the etching was out of alignment initially. The tip was left in the patient and was not returned for evaluation. A dimensional inspection could not be performed due to the fractured and bent tip and a functional inspection was not performed as surgical conditions could not be replicated. This is a known inherent risk of this instrument. No determinations could be made as to the cause of the reported issue.